Event description:
It was reported that there was difficulty filling and aspirating the 40 ml pump reservoir. The health care professional (hcp) was only able to aspirate 2 ml but was expecting 5 ml. The hcp then filled the pump with 20 ml and aspirated back clear fluid. When the hcp tried to fill the remaining 20 ml, they could only inject 2 ml. The drug delivered via pump was unknown. Follow up information reported that they are replacing patient's pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).